Manufacturer narrative:
Correction - d9 product available to stryker. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Tornier perform reverse glenoid instrument tray. The instrument should be cleaned and disinfected before delivery. Vendor claimed that inspection check for instrument was done by their staff. However, upon checking, ssu staff found that the lumen of central screw drill guide was impacted with dry blood & tissue. The dry blood and tissue were removed from the instrument. The sales representative claimed that the instrument were previously used by ahnh.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Tornier perform reverse glenoid instrument tray. The instrument should be cleaned and disinfected before delivery. Vendor claimed that inspection check for instrument was done by their staff. However, upon checking, ssu staff found that the lumen of central screw drill guide was impacted with dry blood & tissue. The dry blood and tissue were removed from the instrument. The sales representative claimed that the instrument were previously used by ahnh.